Manufacturer narrative:
UDI - not yet required. The actual device was not returned to the manufacturing facility for evaluation and the lot number is unknown. Our products comply with iso 9626; 1991; stainless steel needle tubing for manufacture of medical device. A review of the inspection records for the past five years was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up. Device not available.

Event description:
The hospital had received a phone call from a concerned patient who questioned about fragment removal of a tn-3404 device; in case the needle is accidentally damaged and remained in the body after treatment. It is unknown if the patient suffers from the concerned event in question. The health condition of the patient is unknown.